Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, infection. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a female patient who underwent a breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast implants experienced unexplained systemic symptoms postoperatively, including left scapular pain, fatigue, metal taste in mouth, positive ana, thyroid issues, brain fog, weight gain, severe depression, joint pain, muscle aches, hair loss, insomnia, tinnitus, severe headaches, vertigo, heart palpitations, chills/night sweats, and vision changes. Furthermore, the patient also suffered with green discharge from the right breast, and an infection was suspected by the physician. As a result, the patient underwent explantation without replacement on (B)(6) 2017. The patient reported additional symptoms post explantation, including left arm numbness, left shoulder blade ¿winged out¿ with burning sensation, and nausea. The patient reported that a biopsy found silicone shell and some capsule, and these were removed in (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient experienced additional complications of right-sided breast cyst and left-sided breast nodule. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6604665 number, and no non-conformances were identified. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).